Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the reported issues cannot be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the ultrasound gastro videoscope displayed a defective ultrasound image due to damage on the acoustic lens, exhibited insulation resistance value that does not meet the standard value due to damage on the acoustic lens, and there is a gap between the acoustic lens and the ultrasound probe. There was no patient involvement.